Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on the lcd window and broken battery tube threads.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer was attempting to bolus when the alarm occurred. Customer's blood glucose was 83 mg/dl. Customer didn't recall any other significant event which may have caused the device to alarm, other than the bolus. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.